Event description:
It was reported that the pt showed no response to a vibrogram stimulation at activation. Audiometric test results were within indication criteria at implantation but after activation, showed that the bone conduction thresholds were out of vibrant soundbridge indication criteria. Re-implantation with a cochlear implant is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.